Manufacturer narrative:
Results - bd received one sample. Visual examination of the sample shows the reported defect. The pinch clamp and extension tubing were evaluated and no abnormalities were found. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7234449. Conclusion - complaint confirmed. Although the extension tubing appeared to have been broken by the pinch clamp, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd pegasus¿ safety closed IV catheter system, malfunctioned as ¿the nurse found some leaking of the extension tube (patients' blood) when using a prefilled evaluation catheter.¿ there was no report of injury or medical intervention reported.